Event description:
Customer stated that they are changing their infusion set and are not seeing any insulin drips at the end of the tubing. A button error alarm was noted in the alarm history. Customer stated that their blood glucose reading was 450 mg/dl at midnight. Customer stated that she may have rolled on the insulin pump and laid on the buttons. No further information reported

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly. No button error alarm was noted. The insulin pump passed the displacement, rewind, prime, basic occlusion, and occlusion test. The insulin pump primed properly. No unlocked keypad connector was noted during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.